Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid after ending their pd treatment. The patient reported after disconnecting from the patient line, the patient line pin fell out and fluid leaked from the catheter. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed that when the patient disconnected from the patient line, the pin fell out. The patient got confused and unscrewed the extension set and put the pin in the extension set. The patient was seen by another pdrn for retraining and confirmed that the event was not due to product failure but was caused by the patient confusion. Stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. It is unknown if the cycler set used by the patient available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid after ending their pd treatment. The patient reported after disconnecting from the patient line, the patient line pin fell out and fluid leaked from the catheter. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn confirmed that when the patient disconnected from the patient line, the pin fell out. The patient got confused and unscrewed the extension set and put the pin in the extension set. The patient was seen by another pdrn for retraining and confirmed that the event was not due to product failure but was caused by the patient confusion. Stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. Confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. It is unknown if the cycler set used by the patient available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.